Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 conflicting result for quickvue sars otc. Consumer reported receiving testing at venue that gave a positive result. Consumer could not verify what type of test was done. The consumer then took the quickvue sars otc test the day after and the result was negative.